Event description:
It was reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. The customer, with the assistance of technical support, identified that the o-ring was missing from the cartridge and successfully loaded a new cartridge onto the replacement pump, resolving the issue.